Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin@home. Review of the transmissions revealed under-sensing on pause episodes and post-sensed t-wave over-sensing. Programming changes were made to address the under-sensing and the patient would be monitored for the over-sensing. The patient was in stable condition.